Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR # 2249697-2010-00040 & 00041.

Event description:
It was reported that, "received from the office set and the reamers were found to be bent. Used a different set for this surgery, that they had available.